Manufacturer narrative:
The processor unit was returned for evaluation, but the cause of the event reported could not be determined. The device operated normally when tested at the service center.

Event description:
It was reported by a user that the video display images were lost during a colonoscopy case, requiring reboot of the video processor to continue. There were no negative consequences for the patient.